Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the femoral impactor broke upon impaction during knee arthroplasty and no pieces were retained in the wound.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation determined the product was fractured into 3 pieces and exhibits signs of repeated use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause can be determined as instrument wear and tear . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.